Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 03/02/2022, it was reported by a facility representative via (B)(4) that a ar-1588rtt tightrope malfunctioned. This occurred on (B)(6) 2022 during a quad acl reconstruction when the femoral button on the cortex was flipped and began tensioning white sutures. They began to encounter some strong resistance one of the tensioning sutures popped at the level of the button. The graft then came out of the tunnel and back through the tibia. Another implant was opened and replanted the fibertag onto the graft. They trimmed the edges of the femoral side and implanted the graft with no issues. There was no patient effect reported.